Manufacturer narrative:
Analysis of the implantable neurostimulator(ins) model 37712 (B)(4) found no significant anomaly. The ins was functionally okay. A recharge coupling test was performed at room temperature and at body temperature. At 0 cm the coupling was at 8 bars. At 1 cm the coupling was at 8 bars. At 2 cm the coupling was at 4 bars. At 3 cm the coupling was at 0 bars. The coupling matched a known good ins.

Event description:
The patient experienced coupling/communication issues. She could never get more than 4 coupling bars and could not get her ins to charge to full. The ins was replaced due to the issues and the patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Lead: model 3998, lot# j0454853v, implanted: 2004 (B)(6), explanted: na. Extension: model 37082-40, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model .7743, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.